Event description:
Contact reported that on the 3rd week after the operation (c5-7 fixation) one of the slim-loc screws (c7) had backed out from the slim-loc plate. A revision was performed and the plate and screws explanted.